Event description:
The customer stated that the central monitoring system (cns) displays waveforms that are frozen in place and the system can not be turned off. The unit was rebooted and the message "raid portal 1 fail" appeared and then all patient vitals were present and working properly. Ref. MFR.#8030229-2015-00047.